Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that the device valve malfunctioned and the device would not inflate completely, and would not deflate easily for removal. There was no reported patient injury or adverse event. Additional information has been requested, but not yet received.